Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: upon visual inspection, a foreign object was found inside the tip of the scope. As this item required overseas repair, it was shipped to henke-sass, wolf gmbh. The overseas repair facility determined that the damage was too severe and that the unit was beyond repair. Per service reports, this complaint was confirmed. Based on service manual operational and diagnostic, the device was found to be non-repairable, and it was discarded. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified.

Event description:
It was reported that during an unspecified surgical procedure, while using the 4k c-mnt scp,4.0,30,167,mitek scope device, it was observed that something which looked like a scratch appeared on the screen. During in-house engineering evaluation it was determined that a foreign object was found inside the tip of the scope. It was reported that the procedure continued and was completed successfully. It was reported that there was no surgical delay, and no harm to the patient. No further information is available.